Event description:
It was reported that a surgeon inserted an anchor c cervical system; x-ray images during the procedure showed that the top screw should be repositioned as it was inserted into the disc space. The surgeon attempted to shift the screw, spending about 45 minutes to do so, but decided to leave the system in place and completed the surgery.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the reported event that the anchor c diam.3.5mm self drilling 8mm bone screw could not be removed after being inserted too deeply was confirmed via correspondence with the sales representative as the device is still implanted and was not returned. The lot number is unknown and no manufacturing record can be reviewed. Past investigations identified that dislodgment of the clip was probably due to incorrect drilling or screw insertion direction due to cantilever forces. Be that as it may the actual device was not returned a similar conclusion cannot be drawn. Conclusion: the exact cause of the reported event is unknown, a deformation of the locking clip during insertion or while attempting to remove would likely make it difficult to remove the screw. Also according to the surgical technique, the implant should be removed by first removing each of the bone screws using the screw extractor. It is inadvisable to attempt to remove the screw from the cage using only the draw rod. Excessive pivoting or angulation on the screw extractor while attached to the screw should be avoided as well as it can cause damage to the screw extractor and/or screw. A deviation from theses instructions likely caused the reported event.

Event description:
It was reported that a surgeon inserted an anchor c cervical system; x-ray images during the procedure showed that the top screw should be repositioned as it was inserted into the disc space. The surgeon attempted to shift the screw, spending about 45 minutes do so, but decided to leave the system in place and completed the surgery.